Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#: va2076t010, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high impedance electrodes 12 and 15. Avoid use of electrodes 10, 11, 13. They were able to get perception using electrode 11, the others were not used.